Event description:
Spinal cord stimulator implanted incorrectly. Complications and multiple machines. Error found after leaving state. Doctor records and tests available during investigation. Medical error.